Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation and air flowing back into the side port issues occurred. While aspirating the carto vizigo" 8.5f bi-directional guiding sheath medium through the irrigation side port and while the sheath was across the septum in the left atrium, many bubbles were seen in the tubing. An issue with the hemostatic valve was suspected. The sheath was replaced, and the issue resolved. No interventions were required. There was no report that the patient had developed any neurological symptom nor other consequence. With the information available, this is being conservatively assessed as a MDR reportable hemostatic valve-separation and air flow back into the side port issues.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and air flowing back into the side port issues occurred. While aspirating the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium through the irrigation side port and while the sheath was across the septum in the left atrium, many bubbles were seen in the tubing. An issue with the hemostatic valve was suspected. The sheath was replaced, and the issue resolved. No interventions were required. There was no report that the patient had developed any neurological symptom nor other consequence. Device evaluation: visual analysis of the returned sample revealed that no damaged observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) was performed for the finished device 00001601 number, and no internal action related to the complaint was found during the review. Based on the completed DHR, the h4. Device manufacture date has been populated with (B)(6) 2021. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000898791